Event description:
It was reported that the zimmer air dermatome was skipping. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device is 22 years old and the last repair was on (B)(4) 2010, for a similar issue. The inspection found that the motor speed of the device was jerky. While unable to confirm the reported complaint, the likely cause is an unstable motor. The motor on this device action was not smooth. With a load (blade, width-plate attached and device applied to skin surface) applied to the motor, this could cause an inconsistent cutting action, as was indicated by the customer. The device was serviced and returned to the customer.